Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that after recovering a patient from the water (age & gender unknown) , while moving the patient to the ambulance, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and the device delivered a shock to the patient. Complainant indicated that the patient was a drowning victim with no signs of life and it was unknown how long they were in the water. Complainant indicated the patient had expired prior to the event and it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical data confirms the device analyzed the rhythm appropriately and met the requirements of a shock advised determination. The signal is consistent with CPR being performed during analysis. In order to ensure optimal results, it is recommended to keep the patient still and halt CPR once the analysis period has begun. The investigation is being closed as the device worked within the limitations of the available technology. No trend is associated with reports of this type.